Event description:
It was reported that the right atrial (ra) lead was difficult to place during procedure as the fixation helix would not retract after multiple attempts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned for analysis. The helix of the lead was extrinsically bent. The distal conductor of the lead became extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned with the helix bent and a fracture/spin. It is likely that sometime during the attempted implant the helix became bent and would not retract. The connector pin was then turned an excessive number of times in an attempt to retract the helix. This resulted in the fracture/spin. (B)(4).